Event description:
The clinic reported that a laser vision correction patient presented with overcorrection requiring a retreatment procedure. It was reported that the irrigation fluid gushed out on mirror three (m3) and the mirror was wiped before firing the laser. No lens calibration was performed after the m3 mirror was wiped. A lens calibration should have been performed after the wiping of the mirror. An amo clinical manager (cdm) was informed by the account that the overcorrection was due to a water stain under the m3. The patient complaint was unhappy.

Manufacturer narrative:
Correction: in initial report, the description of the event states ¿overcorrection¿ however it should have indicated ¿undercorrection¿. Correction: in initial report, the product no. Was provided incorrectly. The correct product no. Is 0030-2450. This follow up has the correct product no. Initial reporter: the correct phone number is (B)(6). Health professional should have been selected as yes. This follow up has yes selected. In initial report, a duplicate sentence was entered in error. It should have been one. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.